Manufacturer narrative:
Bayer case number: (B)(4). The essure became detached and started floating around in the abdomen [device. Dislocation into abdominal cavity]. Heavy menstrual periods [heavy periods]. Irregular menstrual periods [irregular periods]. Extreme fatigue [fatigue extreme]. The pain in the lower abdomen radiated to the back, arms, and legs [abdominal pain lower]. The pain in the lower abdomen radiated to back [back pain]. The pain in the lower abdomen radiated to arms [pain in arm]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("the essure became detached, and started floating around in the abdomen") in a 40-year-old female patient who had essure inserted (lot no. 621686) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of uterine adhesions, retroverted uterus and parity 2. Previously administered products included: oral contraceptive nos. Concomitant products included naprosyn (naproxen) and sodium chloride 0.9% & dextrose 5% (glucose, sodium chloride). On (B)(6) 2007, the patient had essure inserted. On unknown date she experienced device dislocation (seriousness criteria hospitalisation and intervention required), heavy menstrual bleeding ("heavy menstrual periods"), menstruation irregular ("irregular menstrual periods"), fatigue ("extreme fatigue"), abdominal pain lower ("the pain in the lower abdomen radiated to the back, arms, and legs"), back pain ("the pain in the lower abdomen radiated to back") and pain in extremity ("the pain in the lower abdomen radiated to arms"). The patient was hospitalised on (B)(6) 2018. The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, back pain, device dislocation, fatigue, heavy menstrual bleeding, menstruation irregular and pain in extremity to be related to essure administration. The reporter commented: after this treatment, several physical symptoms have developed. I have since had follow-up treatments, and the foreign-body material has been removed. Because of the symptoms, I am limited in my normal daily functioning, and I suffer damages discrepancy noted in essure insertion date: (B)(6) 2007. The most recent follow-up information incorporated above includes data received on: 24-apr-2026: patient age added. Medical history, concomitant conditions were added. Case comments: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). The essure became detached, and started floating around in the abdomen [device dislocation into abdominal cavity], heavy menstrual periods [heavy periods], irregular menstrual periods [irregular periods] , extreme fatigue [fatigue extreme] , the pain in the lower abdomen radiated to the back, arms, and legs [abdominal pain lower], the pain in the lower abdomen radiated to back [back pain] , the pain in the lower abdomen radiated to arms [pain in arm] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("the essure became detached, and started floating around in the abdomen") in a female patient who had essure inserted (lot no. 621686) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Previously administered products included: oral contraceptive nos. On (B)(6) 2007, the patient had essure inserted. Essure was removed on (B)(6) 2018. On unknown date she experienced device dislocation (seriousness criteria hospitalisation and intervention required), heavy menstrual bleeding ("heavy menstrual periods"), menstruation irregular ("irregular menstrual periods"), fatigue ("extreme fatigue"), abdominal pain lower ("the pain in the lower abdomen radiated to the back, arms, and legs"), back pain ("the pain in the lower abdomen radiated to back") and pain in extremity ("the pain in the lower abdomen radiated to arms"). The patient was hospitalised on 11-jun-2018. The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, back pain, device dislocation, fatigue, heavy menstrual bleeding, menstruation irregular and pain in extremity to be related to essure administration. The reporter commented: after this treatment, several physical symptoms have developed. I have since had follow-up treatments, and the foreign-body material has been removed. Because of the symptoms, I am limited in my normal daily functioning, and I suffer damages. The most recent follow-up information incorporated above includes data received on: 10-mar-2026: event medical device removal is replaced with device dislocation. New event fatigue, heavy menses, irregular menses, lower abdominal pain, radiated to back pain, radiated to legs were added. Patients date of birth added. Essure lot number, removal date updated. Additional reporter updated. Case comments: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) removed [medical device removal] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("foreign-body material has been removed") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure inserted. On unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: after this treatment, several physical symptoms have developed. I have since had follow-up treatments, and the foreign-body material has been removed. Because of the symptoms, I am limited in my normal daily functioning, and I suffer damages. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-mar-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Foreign-body material has been removed [medical device removal]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("foreign-body material has been removed") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure inserted. On unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: after this treatment, several physical symptoms have developed. I have since had follow-up treatments, and the foreign-body material has been removed. Because of the symptoms, I am limited in my normal daily functioning, and I suffer damages. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.